Event description:
The customer reported a clear fluid leak of approximately 15ml from a coulter lh 500 hematology analyzer while running controls. The leak was not contained within the instrument and aspiration error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/18/2015 and found a leak from defective tubing through pinch valve (pv27). The fse replaced the tubing through pv27, which resolved the leak and the error. The instrument ran without leaks or errors and all the repairs were verified per established procedures. (B)(4).